Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets insulin flow blocked alarm events on (B)(6) 2026 due to a bent cannula. The insertion site was the abdomen, and the infusion sets had been in use for one day. The patient's blood glucose level was 366 mg/dl, and treatment was provided through a manual insulin injection. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.